Manufacturer narrative:
Covidien reference number: (B)(4). Medtronic was not authorized to evaluate/service the device. The reported complaint could not be confirmed and the repair could not be verified. A non-medtronic service provider found disconnected tubing, it was reconnected, the device was checked and the ventilator worked properly.

Event description:
It was reported that the e360 ventilator had an air loss. Although requested, information regarding patient involvement was not provided.